Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 361 mg/dl. Customer was able to resolve no delivery with a complete set change. There were no air bubbles and cannula was not bent. During troubleshooting, insulin pump passed high pressure test. Customer also reported to have experienced low blood glucose of 30 mg/dl and 40 mg/dl, which occurred after treating blood glucose of 110 mg/dl. Customer declined troubleshooting for low blood glucose.